Event description:
The patient was admitted a week ago with nausea and vomiting. During that time period, the patient's coumadin was held for unknown reasons. The patient began having pump power elevations of 12 to 13 watts. The patient was transferred to the implanting center. Upon admission, his pump powers were as high as 26 watts with active low flow alarms and his pump speed was dropping to 4,000 - 5,000 rpm's. The patient was also experiencing increased heart failure signs and symptoms. Inotropes were initiated and tpa was administered. Additional information was received stating that the patient received a pump exchange (B)(6) 2013.

Manufacturer narrative:
The device was returned to the MFR for evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.